Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional reported that the patient had a history of recurrent utis for several years (since early 2014). The patient had 1 infection in the past 12 months. It was diagnosed on (B)(6) 2015. The infections usually manifested by suprapubic pain. There was no abdominal pain. The patient had been emptying well but had nocturia, dysuria, frequency, and urge incontinence. The patient also had hypertonicity of the bladder and atony of the bladder. Urinalysis was positive for white blood cells and bacteria. The patient had a uti. Of note, the patient had turned the device up to 1.7 and then 2.8.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l9lg, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that her symptoms had returned, she had a loss of therapy, she was miserable, and she did not feel stimulation. Therapy was on and set on program 3 at 2.8. She started at 1.8 but had gradually increased to 2.8 over time. There were not any medical procedures or electromagnetic interference that could be related to the issues, but there was a fall that could be related to the issue. The patient tripped, fell, and was badly bruised about two months prior to (B)(6) 2015. Since (B)(6) 2015, the patient had been wetting herself in bed and while walking. Her change in therapy/symptoms had been gradual. She kept on having urinary tract infections but hadn't had one in many months, but she thought she had one now. She felt uncomfortable with a little burning on (B)(6) 2015. She increased stimulation to 2.9, said maybe she felt a little twinge, and wanted to try it there. The patient had called her healthcare provider and would see him soon. No potential event cause, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.